Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the patient's implantable cardioverter defibrillator had loss of capture on the atrial channel. No intervention was performed. The patient was stable and would continue to be monitored.